Event description:
Harmonic scalpel acting sluggish/slow. The machine was swapped and the problem resolved. About 15 minutes later harmonic handpiece was being wiped with a wet sponge and a sizzling sound was heard. Cooled handpiece rested on drapes, the drapes melted several seconds later. The hand piece was found to be hot again. No harm to patient. Manufacturer response (as per reporter) for harmonic ace curved shears.all cords checked by rep. New handpieces were purchased to replace those that were at the end of their use period.